Event description:
It was reported that the physician implanted a gore viator tips endoprosthesis. Later the same day the pt expired. An autopsy was performed by a consulting physician which revealed bleeding from the portal vein.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.